Event description:
It was reported to a physio-control service representative that after an intervention on a patient, the ECG traces disappeared from the display on the customer's device. There was no ECG available through either the 12-lead ECG cable or the therapy electrodes. Therefore there would be no option to determine the need for defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
Eventually the device was returned to physio-control for evaluation. From the downloaded electronic patient record it was observed that for a short while no channel 1 activity was recorded or displayed. During device testing, the failure could not be reproduced. Proper device operation was observed through functional and performance testing. Physio-control then further evaluated the system pcb and power pcb assemblies but could not replicate the reported failure. A cause of the reported failure could not be determined. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
The third-party service agent also observed a failure of the power supply pcb assembly. The third-party service agent will replace both the system pcb assembly and power supply pcb assembly. After proper device operation is observed through functional and performance testing, the device will be returned to the customer for use.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported failure. The third-party service agent will replace the system pcb assembly. Once proper device operation is observed through functional and performance testing, the device will be returned to the customer for use.